Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an occlusion. The blood glucose at the time of the incident was unknown. The customer called in stating the new reservoir she received are not working and alarming no delivery. The customer had only used one of the new reservoirs from the box and declined troubleshooting. The customer mentioned they were at the hospital, but it was not diabetes related.